Event description:
The customer reported an intermittent failure to power up. There was no patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips representative. The reported symptom was confirmed. The issue was localized to the energy switch. The energy switch was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. This was a malfunction of the energy switch. Replacement of the energy switch resolved the issue.